Manufacturer narrative:
Concomitant products: product ID 977a260, serial # unknown, implanted: (B)(6) 2015, product type lead; product ID 37081-20, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
It was reported that high impedances were measured on electrodes 4, 5, 6, and 7 during the implant procedure. The electrodes measured >10,000 ohms when tested at 0.7 v. Reprogramming was performed. The issue was not resolved. It was noted that it was very difficult to insert the lead into the extension and considerable pressure had to be applied. There were no patient symptoms or complications associated with the event.